Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user stated that when selecting less or more than usual meal announcements, the ilet continued to deliver the usual meal insulin amount, and the user reported needing to eat additional food, including a brownie, to prevent blood glucose from dropping after a meal announcement. Symptoms included transient low glucose sensations without documented hypoglycemia, as the user reported blood glucose below 100 mg/dl but not below 70 mg/dl, and postprandial hyperglycemia on other occasions. Outcomes included the user managing with oral carbohydrate intake and no medical intervention or hospitalization. Investigation included customer support review of uploaded data, user education on meal algorithm function, and discussion of a potential factory reset. Investigation of this case revealed that the system adjusted dosing per the algorithm using recent postprandial glucose responses and that a high frequency of reduced meal announcements was present in the user¿s data. It was concluded that the device appeared to function as designed with no confirmed device malfunction, and that a factory reset could be considered if the user wished to reinitialize meal dosing behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.